Manufacturer narrative:
Carefusion file identification number: (B)(4). (B)(4). Results of investigation: the gde was returned to carefusion and an evaluation was performed. The reported problem was duplicated. An additional problem was found in which the unit was unresponsive to pressure changes in the exp pres segment of the calibration procedure. This is a transducer based fault and is addressed by avea recall (B)(4).

Event description:
A customer reported to carefusion an avea ventilator internal gas delivery engine (gde) leak and a failed leak test. No patient involvement, associated with the event, was reported to carefusion.